Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led. Upon initial evaluation, stryker observed that the device would intermittently lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led. Upon initial evaluation, stryker observed that the device would intermittently lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The physio-control product assessment center further evaluated the replaced system pcb assembly, and the cause of the reported issue was determined to be due to a failure of the single board computer (sbc).

Manufacturer narrative:
Physio-control further evaluated the customer's device and isolated the cause of the lock up condition to the system pcb assembly, but could not replace the part due to part obsolescence. No further root cause could be determined. The device was scrapped by physio-control.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led. Upon initial evaluation, stryker observed that the device would intermittently lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.